Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the post was fractured off the implant. Both pieces showed signs of extensive wear and use. This inspection was conducted by the naked eye. A lab analysis performed on the device revealed that the knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. In addition, according to the inspection drawing, a comparison of part configuration to print must be performed within the steps of the final inspection. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that after a tka surgery had been performed on (B)(6) 2014, around a month ago, the patient experienced instability. This adverse event was solved by a revision surgery on (B)(6) 2024, during which one (1) jrny ii bcs xlpe art isrt sz 7-8 rt 9mm was exchanged for a 9mm deep dished insert. The patient's current health status is unknown.0